Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the samples are not clotting properly leading to decreased serum for testing. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-jun-2024. Investigation summary: bd received 11 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for insufficient additive was not observed. However, poor sample separation was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for insufficient additive with the incident lot was not observed. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor sample separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the samples are not clotting properly leading to decreased serum for testing. There was no health impact or consequences reported.